Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she fell on (B)(6) 2017 and was hospitalized. The patient further reported she experienced symptoms of ¿too much pain,¿ double pneumonia, nephritis, lost control of bladder and legs, and her toes felt like they were in light sockets.¿ it was unknown whether any troubleshooting, diagnostics, or actions were taken as a result of the event; the patient¿s outcome was unknown at the time of report. It was noted the patient¿s device was implanted for the treatment of non-malignant pain. No further complications were reported or anticipated.